Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Reader did not turn on upon button been pressed and did not start after strip insertion. Reader did not start after inserting usb cable. The reader was decased to perform internal visual inspection and corrosion caused by liquid ingress was observed; this would affect most functions the reader performs. This issue is deemed not confirmed to use. Extended investigation was also performed. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that a customer's adc freestyle libre meter would not power on with button press or test strip insertion. On (B)(6) 2019, the customer lost consciousness and was taken to the hospital. A blood glucose reading of 50 mg/dl was received on the hcp meter or lab (unspecified) and the customer was treated with fruit juice and sugar by an hcp. It was further reported that the customer "became normal in 20 minutes". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer's adc freestyle libre meter would not power on with button press or test strip insertion. On (B)(6) 2019, the customer lost consciousness and was taken to the hospital. A blood glucose reading of 50 mg/dl was received on the hcp meter or lab (unspecified) and the customer was treated with fruit juice and sugar by an hcp. It was further reported that the customer "became normal in 20 minutes". There was no report of death or permanent injury associated with this event.